Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that the patient had an infection at the ipg site that required surgery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.